Event description:
Information was received that the physician's assessment as to the cause of the high impedance is that the lead was bent. A surgical revision was performed where the lead was bent and straightened by the surgeon. The lead was connected to a new generator and the impedance measurement after this intervention was "correct" and therefore the lead was not replaced. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device diagnostics yielded a high impedance. The patient had no loss in therapeutic effect. Patient has been responding well to vns. X-rays were received and reviewed. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. The pin did not appear fully inserted through the second connector pin. The feed through wires were not able to be assessed due to x-ray location and labeling. The lead wire continuity was not able to be assessed due to x-ray quality and lead overlap in that area. The lead was observed in the neck and chest. Note the lead was not routed behind the generator and sharp angles were observed near connector blocker. The strain relief bend was per labeling. No strain relief loop was present. Tie-downs were not per labeling. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead at the connector pin was unable to be assessed for fractures due to the quality of the image, however there may have been a discontinuity along the twisted lead. Based on the images provided, the most likely cause of high impedance is due to either the lead pin not fully inserted, or the twisted lead observed at the lead pin connection. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No surgical intervention has been reported to date. No additional relevant information has been received to date.